Event description:
Arjo received a customer complaint where it was indicated that the miranti device tipped over with the resident. The resident was seated in the middle section of the stretcher and when the caregivers went to swing the residents' legs on the stretcher, the resident lurched forwards. At that moment the miranti tipped over with the resident to the side, in the direction where the resident was lurching. As a consequence the resident sustained a bruise on the back, the approximate size of a baseball. No medical intervention was required.

Manufacturer narrative:
Arjo received a customer complaint where it was indicated that the miranti device tipped over with the resident. The resident was seated in the middle section of the stretcher and when the caregivers went to swing the residents' legs on the stretcher, the resident lurched forwards. At that moment the miranti tipped over with the resident to the side, in the direction where the resident was lurching. As a consequence the resident sustained a bruise on the back, the approximate size of a baseball. No medical intervention was required. An arjo technician visited the customer to inspect the device. The technician found that the safety belt was attached incorrectly around the resident waist during the event, and that the thigh-support cushion (pillow) was placed in the incorrect direction. The device was found to be in a good condition, only the power drive was not working. However, this malfunction has no impact on the event reported. The safety belt helps the resident stay positioned properly on the stretcher. The instruction for use includes all detailed information how to attach and place the safety belt around the resident: "the miranti lift bath trolley has two safety belts, one to be used over the chest and one over the legs. They are identical and are used in the same way. The upper safety belt or both can be used. Do not use the lower safety belt only" "attach the safety belt by pushing the eyelet closest to the buckle over the knob" "make sure that the belt fits the knob in the inner position"; "upper safety belt only: attach the hook rope over the safety belt and the knob"; "buckle the safety belt by inserting the buckles into each other. Make sure the fastening clip has the arrow shaped side upwards". The IFU also indicates where the thigh-support cushion should be placed: "the support cushion must be placed under the thighs of the patient for comfort during transfer and bath." Additionally the IFU states: "warning: to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened." "Make sure the resident is positioned correctly on the stretcher" design of miranti bathing lift is attested and fulfils the requirements of stability. It is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full safe working load (swl), and in its highest stroke position. Based on the collected information and performed analysis, the device tipping could be a result of several issues: the safety belt was not correctly applied and the thigh-support cushion was not used in appropriate way. No malfunction was found upon the evaluation that could have contributed to the event. In summary, the miranti was used for resident handling at the time of the event and in that way contributed to the event. The device evaluation conducted by arjo representative revealed that the device was not up to manufacturer¿s specification after the event. This complaint was decided to be reportable due to indication of a device tipping with a resident on it, which resulted in a minor injury occurrence.